Event description:
It was reported, the camera head displayed white and black lines through the entire image. The issue occurred during preparation for use and prior to sedation. The unspecified therapeutic procedure was completed using a similar replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found rust inside the charge coupled device and a crack on the main body of the camera head. Based on the results of the investigation, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.